Event description:
A surgeon reported that during surgery the system did not provide any irrigation for one hour. Surgeon reported that the pressure in the eye decreased during surgery and he injected sodium hyaluronate. The pt did not experience any harm. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).